Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that where her device was, it was "like on fire." When she went to the bathroom, she was in so much pain. She wanted to know what it could be and why it was happening. No event date, potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.